Manufacturer narrative:
It was reported that, after undergoing right bhr due to advanced arthritis, the patient presented metallosis and periacetabular osteolysis. In addition to elevated chromium and cobalt serum levels found in blood, mris revealed a cortical irregularity of the right inferior pubic rami, consistent with a pathologic fracture, and a pseudotumor formation. These complications were treated with a revision surgery during which acetabular severe inferior posterior bone loss and metal-stained hip capsule were found. Both resurfacing components were removed and conversion to a competitor's tha was performed. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Other similar complaints have been identified for cup and head, and this failure will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. The reported pain, elevated metal ions, pseudotumor, osteolysis, and metal-stained synovium may be consistent with the reported metallosis. However, a clinical root cause for the metallosis cannot be definitively confirmed. The patient impact beyond the reported revision could not be determined based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after undergoing right bhr on (B)(6) 2010 due to advanced arthritis, the patient presented metallosis and periacetabular osteolysis. In addition to elevated chromium and cobalt serum levels found in blood, mris revealed a cortical irregularity of the right inferior pubic rami, consistent with a pathologic fracture, and a pseudotumor formation. These complications were treated with a revision surgery on (B)(6) 2023, during which acetabular severe inferior posterior bone loss and metal-stained hip capsule were found. Both resurfacing components were removed and conversion to a competitor's tha was performed (djo global).

Manufacturer narrative:
Internal complaint reference (B)(4).